Event description:
Reference number (B)(4). Event occured in the united states it was reported that the patient faced a leakage issue event on (B)(6) 2026. It was also reported that the patient found air bubbles in the infusion set. No further information is available